Event description:
Additional information received from the healthcare professional clarified that there was not a device issue, patient issue, therapy issue or procedure issue. It was stated that the cause of the complication during the implant procedure was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was a complication during the implant procedure. The patient stated that they had to dig out some fat. The patient was given more anesthesia and wasn¿t waking up. The patient was put in the hospital overnight. It was noted that the surgical pain was awful. The procedure lasted two and a half hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.